Manufacturer narrative:
This report is for four (4) unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2013. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of left distal femur hardware was performed on (B)(6) 2017 due to four (4) broken screws. The original procedure was performed in (B)(6) 2013. Subsequently, it was detected by x-ray taken on unknown date that four (4) 4.5 mm cortex screws had broken. It is unknown if the patient had any symptoms related to the hardware breakage. There is no information regarding patient activity. It is unknown if there are any contributing factors that lead to the failure of the device. The surgeon was able to retrieve the screw heads and a small portion of the shafts, but the remainder of the shafts was left in the bone. The original 4.5 mm variable angle (va) condylar plate was also left implanted, and four (4) new screws were added; three(3) non-locking, one (1) locking. There was no reported surgical delay, no additional x-rays or medical intervention required. The procedure was completed successfully with the patient in stable condition. It is noted that this was an oncology case, and the patient is eventually going to need a total distal femur replacement. Concomitant devices reported: 4.5 mm va condylar plate, 10 hole (quantity 1). This report is for four (4) unknown cortex screws. This is report 1 of 1 for (B)(4).